Event description:
It was reported that a malfunction occurred. According to the reporter, on approximately (B)(6) 2025, the patient experienced a hypoglycemic event while being in an active sensor session. The patient experienced loss of consciousness. According to information received the patient changed from a dexcom g6 to a dexcom g7 3 days before the event happened, and that the patient¿s insulin pump returned to automated mode after that. The first night of the sensor session the patient experienced a hypoglycemic event while the cgm reading did not drop below 6.7 mmol/l. No specific symptoms and treatment were reported from that moment. 2 days after the sensor was inserted, the patient¿s insulin pump went back to manual mode. The patient eventually experienced a severe hypoglycemic event, and ended up in the emergency room, on the third day of the sensor session. It is unknown what the cgm device was displaying at that moment, but there would have been an issue with the sensor losing contact to the pump, which switched the pump to manual mode, causing a hypoglycemic event due to over delivering insulin. No specific symptoms were reported but an ambulance was called when the patient had not shown up for work. No specific treatment was reported, and it was unknown how much time the patient spent at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.